Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force. The insulin pump was received with minor scratches on lcd window, cracked case, cracked reservoir tube window, cracked case at display window corners and cracked battery tube threads.

Event description:
Customer inquired via phone call on status of requested insulin pump. Customer reported that insulin continued to squirt during priming and could not get out of prime loop. Customer was transferred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.